Event description:
It was reported that the user experienced persistent occlusion alerts and observed insulin leaking from the cartridge while using the ilet with subcutaneous insulin; during troubleshooting, the user disclosed attaching the connector to the cartridge before inserting the cartridge into the pump, which is an improper method associated with infusion set or connector deployment issues. Symptoms included hyperglycemia, headache, nausea, and lethargy. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to improper or incorrect procedure involving the infusion set/cartridge connection component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.